Event description:
Additional information was received 04apr2025 and inadvertently omitted from the initial MDR. Additional information was also received 09apr2025. The intended procedure was an atrial ablation for atrial fibrillation via access in the right groin. The access site was not scarred. Per the reporter, two venous punctures were performed per ¿usual procedure¿ for an ablation. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer¿s 8-french catheter was used during the procedure. Resistance was not encountered upon insertion or removal of the sheath, nor during insertion or removal of any device through the sheath. The dilator was not reinserted prior to sheath removal, and nothing was in the sheath lumen at the time of separation. The vascular surgeon was able to snare the separated fragment from the patient via an additional puncture site. Nothing was left in the patient. The procedure was completed successfully. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: a4, b1, b2, b5, d9, d10, h1, h6 (annexes e & f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: it is unknown if the device will be returned. E1: address line 2 = (B)(6) g4: PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure involving venous access and pulmonary vein isolation, a performer introducer separated upon removal from the right groin after venous puncture and ¿regular procedure¿. Approximately ten centimeters of the separated sheath remained in the patient and was unable to be retrieved; therefore, the fragment was removed surgically. Per the reporter, there had been no previous damage to the introducer. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure involving venous access and pulmonary vein isolation, a performer introducer separated upon removal from the right groin after venous puncture and ¿regular procedure¿. Approximately ten centimeters of the separated sheath remained in the patient and was unable to be retrieved; therefore, the fragment was removed surgically. Per the reporter, there had been no previous damage to the introducer. Additional information was received 04apr2025 and inadvertently omitted from the initial MDR. Additional information was also received 09apr2025. The intended procedure was an atrial ablation for atrial fibrillation via access in the right groin. The access site was not scarred. Per the reporter, two venous punctures were performed per "usual procedure" for an ablation. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer¿s 8-french catheter was used during the procedure. Resistance was not encountered upon insertion or removal of the sheath, nor during insertion or removal of any device through the sheath. The dilator was not reinserted prior to sheath removal, and nothing was in the sheath lumen at the time of separation. The vascular surgeon was able to snare the separated fragment from the patient via an additional puncture site. Nothing was left in the patient. The procedure was completed successfully. The patient did not experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated; however, there was no evidence of stretching. The proximal portion of the sheath was separated approximately two cm from the hub. The distal portion was approximately 11.5 cm in length. There was no inner coil or outer lining noted, nor filament delamination. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A supplier investigation was conducted on the raw material lot. No deviations from the approved process and specifications were identified from their review. Furthermore, the root cause for this failure mode could not be identified in the supplier's assembly and packaging process. No other field complaints or internal supplier rejections have been received for this failure. The information provided upon review of the dmr, DHR, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.